Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0809; awareness date:26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (ess205) (fallopian tube occlusion insert) inserted. Consumer had the essure placed in right tube back in (B)(6) 2006 after her 6th child was born. Soon after, she started getting horrible abdominal pain, heavy bleeding, rapid hair loss, breast tenderness, joint pain, dizziness, black outs (she had stitches twice due to falling a broken tail bone and lots of scars due to falls), teeth cracking/ breaking. She was submitted to an appendectomy and she was informed that she had a lot of scarring on her appendix. Then, a month and one day later, she had a partial hysterectomy to remove her swollen uterus that was full of abrasions hoping that it would stop the pain. It stopped the severe bleeding and helped with blood count. She was on constant pain and also experienced brain fog. Ptc investigation result was received on 16-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding. According to her, she was submitted to a hysterectomy to remove her swollen uterus which was full of abrasions hoping it would help the pain. However, only her bleeding improved. Additionally, she reported black-outs and an appendectomy. Only abdominal pain and bleeding (regarded as genital bleeding) are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported a swollen uterus. An enlarged uterus may occur due to uterine fibroids or adenomyosis; both conditions may present with bleeding and could be an alternative explanation for this event. Nevertheless, considering the events started soon after essure insertion and since limited information was provided (exact nature of uterine swollen was not specified); causality with the suspect insert cannot be excluded. Regarding the remaining events, given their nature and considering essure local action in fallopian tubes; causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.